Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Unit received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. No unexpected check settings alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, excessive no delivery test, and occlusion test or verify unexpected reset to factory default due to motor error alarms. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times, motor position encoder error, and check settings. The self-test passed. The customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.